Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient faced an infusion set issue as her infusion set inserter needle was bent before insertion due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 530 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for one day. During her stay in the emergency room, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. After spending 10 hours in the emergency room, on the same day ((B)(6) 2022), the patient was released from the hospital with no permanent damage. Further, the patient again faced this issue and experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 530 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for one day. During her stay in the emergency room, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. After spending 04 hours in the emergency room, on the same day ((B)(6) 2022), the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.